Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, lot number 5668559. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 300cc breast implants and experienced capsular contracture baker grade iii on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 650cc.

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the device evaluation have been completed. Upon receipt by mentor, the device was contained no fluid. White material was observed within the device. The device appeared intact. No anomalies were observed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/25/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).